Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported that a revision procedure was performed due to patient allegations of elevated cocr levels, tissue/bone destruction, metallosis, metal poisoning and pain. A review of invoice history confirmed the primary surgery date and that the modular head was removed and replaced was removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative notes indicates the revision procedure was performed on (B)(6) 2012 and was due to pain and elevated metal ion levels. The operative notes further indicate the presence of corrosion around the head-neck junction, cloudy fluid and grayish discoloration of the synovial tissue. Operative notes also indicate that there was no significant soft tissue or bone destruction. The modular head, acetabular cup and the taper adapter were removed and replaced with competitor acetabular components and a biomet modular head.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03280 /-04822).

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2005. Patient's legal counsel reports patient allegations of elevated cocr levels, tissue/bone destruction, metallosis, metal poisoning and pain. Subsequently, the patient was revised on (B)(6) 2012. The modular head was removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.